Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 400mg/dl. Customer was calling back to perform the high pressure test which passed. Troubleshooting found that the pump may have been worn in an MRI machine but this information could not be verified by customer. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to follow up with their doctor regarding the high blood glucose.